Event description:
The ophthalmic scrub technician indicated that the surgeon experienced an occlusion issue during two cataract surgeries. She indicated he flushed the phacoemulsification tip initially and it did not resolve the occlusion issue. Then the staff changed the cassette and the issue was resolved. No harm was reported to the patients. Additional information was requested but none had been received at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).